Manufacturer narrative:
H10: per the information obtained from the customer, reprocessing was conducted in accordance with instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the clogged channel tip could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1:(B)(6) (added here due to maximum character limitation). The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer stated the foreign material adhered to the endoscope during the case. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The water was aspirated through the instrument/suction channel. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The customer brushed the instrument channel, instrument channel port and suction cylinder. There were no other concerns with reprocessing. The device was returned to olympus for evaluation and the evaluation found water tightness was lost due to pinhole in channel tube; bending angle in up direction and the play of upward/downward angulation control knob were out of the standard value due to wear of angle wire; connecting tube, plastic distal end cover, scope cover, objective lens, control unit, flexibility adjustment ring, switch 1, switch box, upward/downward and right/left angulation control knob, forceps elevator lever and knob, grip, universal cord, protector of universal cord on control section side, protector of universal cord on suction connector side, suction connector, scope connector cover unit have all scratched; adhesive on bending section cover had chipped; image guide protector had a cut; adhesive around objective lens and light guide lens, paint on suction cylinder, paint on air water cylinder were peeled; foreign object inside suction cylinder; water tightness was lost due to deformation of scope cover; objective lens, control unit have discoloration; forceps channel port was shaved; universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope guide wire does not pass through, presence or absence of clogged tip (channel tip was clogging). The issue was found during unspecified therapeutic procedure that was completed using a similar device. The device was inspected before use. There were no reports of patient harm.